Event description:
While attempting to activate an infant heel warmer for use on a pt, the staff member (nurse) was splashed in the face and eyes by the contents of an exploding heel warmer. Dates of use: 2009. Diagnosis: pt blood collection.